Manufacturer narrative:
Physio-control further evaluated the customer's device and replaced the power module and then after observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio further evaluated the removed power module and determined that the cause of the reported issue was due to electrically shorted components on the eos module.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with this event.